Manufacturer narrative:
(B)(4). Concomitant medical products: 00595001702 femoral component precoat size g right 60320522. 0597206529 all poly patella standard size 29 mm diameter 8.0 mm thickness cemented 60517169. MDR: 0001822565-2021-01857, 0001822565-2021-01858. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a right knee arthroplasty. Patient fell and ruptured his pcl resulting in instability and was revised approximately fourteen (14) years nine (9) months post primary implantation. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. Images were provided but were not assessed given: revision was 15 years after initial, injury was to soft tissue, which is not visualized on x-ray. Sending images would not enhance investigation. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.